Event description:
New information notes the lead was explanted.

Manufacturer narrative:
A partial lead with the lead tip measuring 49.0cm was returned for analysis. The insulation damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that high pacing lead impedance and lead noise were observed. Lead revision is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.